Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the past month he customer received multiple cartridge error messages while attempting to load multiple cartridges. The customer was able to successfully reload a new cartridge onto the pump and resume insulin. In addition on (B)(6) 2016 a malfunction alarm occurred during the load process. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as insulin therapy.